Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen (B)(6) 2019. The patient¿s father stated that the sensor was removed due to itching. After removal, he noticed an allergic reaction with redness and bumps on the insertion site. On (B)(6) 2019 the patient was brought to an endocrinologist who prescribed flonase. At the time of contact, it was indicated that the patient was back to normal. No additional event or patient information is available.